Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s display would not power on during a clinic training session, leading to a determination of a hardware malfunction involving an unresponsive screen and subsequent shipment of a replacement device to the field representative. Symptoms included no clinical effects, as the user had not initiated therapy and blood glucose was not impacted. Outcomes included replacement of the device and return of the original unit. Investigation included gathering event details from the trainer and coordinating device replacement logistics and inspection of the returned device. Investigation of this device revealed a nonfunctioning user interface/display consistent with a device hardware failure identified at initial use, with no patient involvement or therapy disruption. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction with no patient harm.